Manufacturer narrative:
(B)(4). Method: the complaint rt266 breathing circuits were received at fisher & paykel healthcare in (B)(4) and were visually inspected and pressure tested. Lot #: manufacture date: quantity affected: 2100112335, 30 november 2016, 1. 2100148416, 07 february 2017, 32. 2100139224, 23 january 2017, 20. 2100132472, 13 january 2017, 4. 2100115876, 05 december 2016, 13. Results: visual inspection revealed cracking along one of the swivel wye ports for all returned complaint units. One complaint unit (lot 2100148416) revealed cracking along both swivel wye ports. The pressure test showed that 13 of the returned complaint devices were within specification (1x lot 2100112335, 2x lot 2100148416, 4x lot 2100139224, 2x lot 2100132472, 4x lot 2100115876), the other returned complaint devices were out of specification. Conclusion: further investigation was conducted and it was determined that the cracking had occurred due to improperly mixed material in the batch. We have since contacted the supplier and arranged for them to supply the molding material with the two parts already mixed. We anticipate that this will resolve the issue and the project to implement this change is currently in process. All rt266 infant dual-heated evaqua2 breathing circuits are visually inspected and pressure and flow tested during production, and those that fail are rejected. The hospital reported that the damage occurred after a period of use, which suggests that the complaint circuits became damaged after the products were released for distribution. Our user instructions that accompany the rt266 state the following: - check all connections are tight before use. - perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. - set appropriate ventilator alarms.

Event description:
A hospital in (B)(6) reported via a distributor that the y-piece of an rt266 infant breathing circuit had cracked. This was found before use on a patient.

Manufacturer narrative:
(B)(4). We are currently in the process of obtaining further information from the hospital to determine if the complaint breathing circuit caused or contributed to the reported event. We are also attempting to obtain the subject complaint device for further investigation. We will provide a follow up report once we have completed our evaluation.

Event description:
A hospital in (B)(6) reported via a distributor that the y-piece of an rt266 infant breathing circuit had cracked. This was found before use on a patient.